Event description:
When the skin edge was approximated and the stapler was placed on the skin edge it fired but did not bring the skin together as intended. A different stapler was used with same results. The physician then sutured the c/section incision rather than using the staples